Event description:
It was reported that the explanted devices were discarded.

Manufacturer narrative:
.

Event description:
During generator replacement on (B)(6) 2014 due to suspected end of service, high lead impedance was found on system diagnostics after the new replacement generator was connected to the existing lead. The surgeon disconnected and re-inserted the lead pin into the generator header to confirm that the pin was fully inserted. The lead impedance was still high. The patient had lead replacement on (B)(6) 2014. An implant card reported that lead impedance was ok following lead replacement due to lead discontinuity. Good faith attempts for product return have been unsuccessful to date.